Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was failed to stay close and was failed to open pockets and was not detected on bus. A field service engineer (fse) identified that enhance half height drawer 4.2 was not communicating on the bus. The fse opened the back panel and observed that the heartbeat indicator on the pyxis bus module board was blinking, then powered off the station, reseated the row board cable, and replaced the damaged retractor band to restore proper operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 experienced failures staying closed and opening and attempted to inventory count a med, but the pockets were not detected on the bus. Medications are not accessible.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.